Event description:
Pt feels that the catheter has caused a pinched nerve. Pt completed chemo therapy about tow months ago and had received six months of chemotherapy. Pt is receiving pain medication currently to relieve the pain. The catheter is placed on the left side jugular.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.